Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sled was not advanced far enough for the device interlock to engage. The articulation rod was slightly bent, however, upon loading the single use loading unit (sulu) onto a manual handle no articulation bias occurred. The device was able to articulate fully in both directions, and fire fully with full staple compliment without issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of bent articulation flag that has no relationship to the reported condition. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to sleeve gastrectomy, the reload automatically articulated to the left after loading without pressing any buttons. Also, after trying to cycle, the jaws would close completely, but when trying to open, it would only partially open. It made noises as if it was trying. Manual retraction was attempted but the blue unload button on the adapter was also stuck. Therefore when trying to use the manual retraction tool, it was very tough and we could not return the jaws back to the original position (from it's articulation) or open the jaws completely. The manual retraction tool also broke. When, the adapter and reload were replaced, the same handle and shell were used and case was completed successfully. There was no patient involvement.